Manufacturer narrative:
Based on the claim against the product by the customer noting that the site could not take control of usm's 3 and 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the right master tool manipulator (mtm) to resolve the issue. System tested and verified as ready for use. Isi did receive the right mtm to perform failure analysis (fa). Fa was able to reproduce the issue during power up, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer was unable to take control of universal surgical manipulators (usm) 3 and 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and noted several right master tool manipulator (mtm) related errors, along with the customer disabling the right mtm. The tse recommended a reboot of the system and a hard reboot of the console. The errors returned after the reboot. The surgeon completed the procedure laparoscopically. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure conversion did not result in increasing the port size incision or adding additional ports. The patient tolerated the change without any injury.